Event description:
It was reported that a device issue occurred resulting in patient complications. The at least 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid-right coronary artery. A 2.75 x 38 mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. A non-boston scientific guide extension was then used to deliver the stent. However, during initial inflation, the stent delivery system (sds) balloon ruptured before reaching the nominal pressure of 11 atmospheres. When the sds was removed, it was noted that the hyptube was broken and the balloon, which was broke off the hypotube, had been left behind inside the partially expanded stent. The patient experienced urinary retention and the vessel was occluded. The balloon could not be snared, so a second stent was deployed, crushing the balloon inside the first stent. The patient was monitored because the distal part of the stent could not be fully expanded. The patient fully recovered. It was further reported that previously a urinary retention occurred. However, it is now reported that there was no issue. It was further reported via medwatch mw5176349 that the tip was fractured leaving partial balloon and stent in the right coronary artery.

Manufacturer narrative:
Device evaluated by MFR: a section of the synergy xd mr us 2.75 x 38mm was returned for analysis. A visual and tactile examination identified no kinks or damages along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified a break in the the midshaft (laser section) 107.9cm from distal strain relief. The distal section of the break, including the distal extrusion shaft, balloon and tip sections of the device, were not returned for analysis. A microscopic examination of the break site in the midshaft extrusion, identified a break in the laser cut region at same location 107.9cm from distal strain relief.

Event description:
It was reported that a device issue occurred resulting in patient complications. The at least 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid-right coronary artery. A 2.75 x 38 mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. A non-boston scientific guide extension was then used to deliver the stent. However, during initial inflation, the stent delivery system (sds) balloon ruptured before reaching the nominal pressure of 11 atmospheres. When the sds was removed, it was noted that the hyptube was broken and the balloon, which was broke off the hypotube, had been left behind inside the partially expanded stent. The patient experienced urinary retention and the vessel was occluded. The balloon could not be snared, so a second stent was deployed, crushing the balloon inside the first stent. The patient was monitored because the distal part of the stent could not be fully expanded. The patient fully recovered.

Event description:
It was reported that a device issue occurred resulting in-patient complications. The at least 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid-right coronary artery. A 2.75 x 38 mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. A non-boston scientific guide extension was then used to deliver the stent. However, during initial inflation, the stent delivery system (sds) balloon ruptured before reaching the nominal pressure of 11 atmospheres. When the sds was removed, it was noted that the hyptube was broken and the balloon, which was broke off the hypotube, had been left behind inside the partially expanded stent. The patient experienced urinary retention and the vessel was occluded. The balloon could not be snared, so a second stent was deployed, crushing the balloon inside the first stent. The patient was monitored because the distal part of the stent could not be fully expanded. The patient fully recovered. It was further reported that previously a urinary retention occurred. However, it is now reported that there was no issue. It was further reported via medwatch mw5176349 that the tip was fractured leaving partial balloon and stent in the right coronary artery.

Event description:
It was reported that a device issue occurred resulting in patient complications. The at least 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid-right coronary artery. A 2.75 x 38 mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. A non-boston scientific guide extension was then used to deliver the stent. However, during initial inflation, the stent delivery system (sds) balloon ruptured before reaching the nominal pressure of 11 atmospheres. When the sds was removed, it was noted that the hyptube was broken and the balloon, which was broke off the hypotube, had been left behind inside the partially expanded stent. The patient experienced urinary retention and the vessel was occluded. The balloon could not be snared, so a second stent was deployed, crushing the balloon inside the first stent. The patient was monitored because the distal part of the stent could not be fully expanded. The patient fully recovered. Previously it was reported that a urinary retention occurred. However, it is now reported that there was no issue.